Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l1-l5 it was reported that the patient underwent oblique lumbar interbody fusion surgery on (B)(6) 2018 due to kyphoscoliosis. Post-op, when performing position setting of posterior fixation, it was confirmed that the cage at l1/2 backed out to the left side (the entrance side) by about 2/5 of the whole. So plif at l5/s was performed and screw was inserted to t9-s2ai first. After that, the position was changed, and the cage was hammered. The product came in the contact with the patient.